Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was replace during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the camera on the 9800 system failed. No pt injury was reported.